Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the oversensing was able to be reproduced. A revision procedure was performed. The lead was explanted and replaced to resolve the event. Insulation damage was confirmed visually during the revision procedure. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.